Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving a calcode issue. The product issue began on (B) (6), 2010 at 10 am. Reportedly, 5 minutes after the product issue began, the patient had symptom of "shaky." The patient did not report of receiving any medical treatment at the time of concern. During troubleshooting, the csr noted the product issue was resolved with training. This complaint is being reported because the patient claimed that she had symptom that can be associated with hypoglycemia 5 minutes after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.